Manufacturer narrative:
(B)(4).

Event description:
Reports signal loss from smart device only.

Manufacturer narrative:
(B)(4).

Event description:
Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.